Event description:
It was reported that a patient presented with swelling and the acl was fine. No other information is available.

Manufacturer narrative:
Product recall initiated august 21, 2007. No product returned for evaluation.